Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low transmitter battery alert occurred for (B)(4). Data was provided for investigation for (B)(4). The reported event of a low transmitter battery alert was not confirmed. The probable cause could not be determined as the allegation was not found. However, a failed transmitter error was found within the investigation window. The reported issue of a low transmitter battery alert is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.